Event description:
Boston scientific received information that this patient presented to the emergency room with a charge time of 18.2 seconds and 2.61 volts stating he received two shocks from his device for true ventricular tachycardia. As a result of these shocks, the patient passed out and hurt his cheek. This device is part of the mid-life display of replacement indicators. Boston scientific technical services explained that these devices that display elective replacement indicators (eri) or end of life (eol) during mid-life can provide pacing and shock therapy for several more months and in most cases more than one year. However, if eri or eol is triggered, device replacement should be scheduled.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Technical services discussed what the eri voltage and charge time limits are. Ts suggested changing the vt duration which is currently set at 5 sec. To a more suitable value. The device remains implanted.